Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the robot, resolving the 297 errors. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system powered up with an error 297 pointing to the robot. The staff disconnected the robot and powered it into reptilian mode, at which point it reported error 297. The staff moved the robot into the corner because they could not collapse and remove it from the room. They retrieved a second robot to complete the procedure. The procedure was aborted to another da vinci robot prior to patient involvement.